Event description:
Complainant reports thirty endotracheal tubes have incorrect depth positioning markings.

Manufacturer narrative:
Add'l info was received to clarify complaint details. The complainant stated that the marking is 7cm, but the actual length is only 6.5cm. The actual length of the tube was 0.5cm shorter than the marking of the tube. Other remarks section (height: (B)(6)) due to no end user used this particular lot. This info was submitted on the initial MDR which was submitted to the FDA on may 6, 2015. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to FDA on june 1, 2015.

Manufacturer narrative:
A quality complaint investigation was performed. No sample was received from the customer. Based on the lot name (B)(6) number provided by the customer, the assembly work order was retrieved to assist in investigation. Reviewing of the assembly batch record does not reveal any sign of associated defect detected during inspection. The complaint sample is not expected to be available. Based on record review, all relevant test performed during manufacturing process and final product release had been performed and met requirement. No nonconformity of this nature has been registered during the production of this lot. No other conclusion could be drawn without performing the testing of the product and with the information available, we are unable to determine the root cause of the complaint. We will continue to monitor the complaint trend to find out if there is any other possible cause which may lead to this defect. Therefore, no corrective action has been identified as a result of this analysis. Updated information received from investigation june 30, 2015. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on july 9, 2015.

Manufacturer narrative:
Additional information was received on september 8, 2015 for event details: measurement of the ett's length showing that length are not meeting their requirement at 7.0cm (exact) during intubation procedure. Feedback provided from pediatrician specialist: ett is too long in length allowing more dead space where it increases the risk for a patient- prolonging ventilation. Per the reporter, these inaccurate markings result in anchoring of the ett too shallow especially for a baby below 1kg. Samples were provided as examples at a meeting between (B)(6) hospital on (B)(6) 2015. In addition, two photographs were provided to demonstrate the complaint issue. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional details have been requested. Should additional information become available, a follow-up report will be submitted. There are four cases associated with this complaint, therefore a separate FDA 3500a will be submitted for each lot. (B)(6).